Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly and motor. Unable to test for a21 error alarm due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart after being exposed to water. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.